Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - when did the needles detach from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? =>unk - what does 'ktpmbts' refers to? =>lot number: tpmbts - please provide the lot number. =>tpmbts - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).(B)(6)

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown orthopedic surgery, two needles were detached. It was a control release needle. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. One winding former with six unused needle suture combinations outside its foil packet and nine unopened samples were received for analysis. The product code pdpb9929 is control release and contains eight strands per packet. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected in all needles. The sutures were dispensed and examined, no anomalies or defects were observed. On the strands. To evaluate the condition of the nine unopened samples, the packets were opened. The swage and attachment area were noted to be as expected in all needles. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed in nine samples using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.